Event description:
The customer states that when a pt sample was repeated using a cell-dyn ruby hematology analyzer that the result was matched to the wrong pt demographic. Specimen with sample ID 2144147 was initially run in closed mode of operation on the cell-dyn ruby analyzer. Later, the specimen was repeated in open mode of operation on the same analyzer by scanning the barcode and the printed results was matched to a different pt name with sample ID 2144145. Subsequently, sample ID 2144145 was ran with the correct demographic. The mismatched demographic was noticed with no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: investigation determined the issue was attributed to an inadequate software requirement for the correct outcome of manually changing the specimen ID entry when there is a match to associated demographics/support data. The inadequacy of this requirement is due to the narrowness of its scope, that is, it specifies only one (1) way to change the specimen ID typing characters in the field. The software implementation is in agreement with this narrow requirement; however, the customer used a different, but valid, way of editing the specimen ID field, which led to an incorrect outcome. The cell-dyn ruby system operator's manual has adequate instructions for performing edit activities and creating new orders. Corrective actions are currently being implemented in order to prevent recurrence of the issue.